Event description:
It was reported the patient experienced ineffective therapy after multiple falls. System diagnostic recorded high impedances. During surgical intervention on (B)(6) 2025, visual inspection indicated that the right occipital lead had fractured. It was explanted and replaced. Effective therapy was restored post operatively.

Manufacturer narrative:
Date of event is estimated. The event of impedance issue was reported to abbott. The patient fell. The patient's roc lead was replaced due to high impedance. It was noted there was a break in the wires. Stimulation resumed. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.